Manufacturer narrative:
The biomedical engineer troubleshot the issue with ge healthcare technical support. It was detected that the cable between the cpu and enhanced sensor interface board (esib) was loose. The connection was tightened and the fault disappeared. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an internal an error that results in a loss of mechanical ventilation. There was no report of patient involvement.